Event description:
A rep of gensia was informed of an adverse event that occurred while an lma was being used. The case involved a young female in whom an lma was inserted prior to undergoing a CT scan. During the scan the pt regurgitated and aspirated. The pt was admitted to the hosp, and subsequently died 24 hrs later of respiratory distress syndrome (ards). Further investigation of this event is not possible, as the reporting physician was not involved in the event, and could not provide further detail. In addition, the reporting physician would not divulge the attending physician's name or the name of the facility in which the event occurred. Therefore, this file will be considered closed unless distributor receives any add'l info. This report contains info from third party sources, the accuracy of which has not been confirmed by the rptr. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.